Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was initiated because two (2) customers from costa rica reported staining problems, red stains instead of blue were observed, when using the previ color system. Both customers were using the same reagent lot numbers but had different models of previ color; previ color v1 and previ color v2. The customers reported problems with all stains of streptococcus (red stains instead of blue). The customers also tested streptococcus equi atcc, streptococcus pyogenes in broth with an incubation of four (4) hours, escherichia coli, and staphylcoccus aureus from broth with an incubation of 24 hours; clinical samples were from blood agar plates and from bact/alert® culture bottles. The following six reagents were impacted: safranin solution, lot g16717, reference 29520; iodine solution: lot g05515, reference 29523; iodine solution: lot g05615, reference 29523; iodine solution: lot g59407, reference 29523; crystal violet solution: lot g52306, reference 29524; crystal violet solution: g07216, reference 29524. The investigation consisted of a review of complaints registered for the impacted reagent lot numbers, a release file review for the impacted lots and testing of the retained biomérieux reagent samples. The review of the complaints recorded indicated that no other complaints were registered for the impacted lot numbers. Release files for the impacted lot numbers did not indicate any non-conformances. As the product is not manufactured and only packaged by biomérieux, supplier test results were reviewed for staining and optical density and the results were in accordance with expected specifications. Analysis of the retained biomérieux reagents was performed for the impacted lot numbers. Gram staining with the retained samples for all the impacted lot numbers in parallel with reference lot numbers (g86330, g89032, g07316) on the following strains: - escherichia coli atcc 11775; - streptococcus pyogenes atcc 19615; - staphylococcus aureus atcc 25923. The following results were obtained: escherichia coli atcc 11775 strains were observed pink as expected; streptococcus pyogenes atcc 19615 strains and staphylococcus aureus atcc 25923 were observed blue/purple as expected. Gram-negative and gram-positive strains were therefore, correctly distinguished. The biomérieux retained samples were also visually controlled for color and for color intensity and the results conformed with specifications. To conclude, the investigation did not reproduce the customers gram staining issue on the retained impacted reagents. The cause of the issue could not be identified. Release files for the impacted lot numbers did not indicate any non-conformances. Supplier test results were reviewed for staining and optical density for the impacted reagents and are in accordance with expected specifications. A review of the complaints recorded indicated that no other complaints were registered for the impacted lot numbers. Neither corrective nor preventive actions are required because the reagents are performing within specifications.

Event description:
Two customers from (B)(6) notified biomérieux of a performance problem with multiple previ® color reagents when performing gram staining with the previ® color gram instrument (ref. 414292). The two customers reported observing the same issue, obtaining red stains instead of blue, while working with the same reagent lots but with different models of previ® color. The strains impacted were streptococcus equi atcc, streptococcus pyogenes in broth with an incubation of four hours, escherichia coli and staphylococcus aureus from broth with an incubation of 24 hours; clinical samples were from plates of blood agar and from bact/alert® culture bottles. Previ® color reagents involved: safranin: lot g16717 - ref. 29520 - ((B)(4)), iodine: lot g05515 - ref. 29523 - ((B)(4)), iodine: lot g05615 - ref. 29523 - ((B)(4)), iodine: lot g59407 - ref. 29523 - ((B)(4)), crystal violet: lot g52306 - ref. 29524 - ((B)(4)), crystal violet: lot g07216 - ref. 29524 - ((B)(4)). The two customers were (B)(6) (previ® color v1, serial number (B)(4)) and (B)(6) (previ® color v2). One customer changed the programming in the equipment; but the result was the same. (B)(6) tested the instrument with a different lot number of iodine and crystal violet, and the problem was corrected. The customers stated that there were no incorrect results reported, but it took more than 24 hours to cultivate the strains, complete retesting with vitek® and report the results. There is no indication or report from the hospitals or treating physicians to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. The customer submitted pictures of the affected slides to biomérieux, and the slides were determined to be over-decolorized. A biomérieux internal investigation will be initiated.